Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number: 2082643. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a blood flow out from the side which was broken. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2022, when the nurse performed infusion puncture for the patient to withdraw the needle, blood flowed out from the side of the catheter tubing. After replacement, it was found that the side of the catheter tubing was broken.